Event description:
The lead was returned with no information. A database search by serial number showed the patient to have been deceased for approximately 4 years. The lead had been implanted for approximately 5 years before the death. No information regarding the cause of death or circumstances surrounding the death are available. No complaints, allegations, or previous contacts have been made regarding the lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that all conductors are stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched.